Event description:
It was reported that after implant, prior to breast brachytherapy treatment, the balloon's inflation port detached from the catheter, deflating the balloon. Balloon was replaced and pt was treated with new balloon.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. The actual complaint sample and three samples from the same lot were returned for evaluation. Visual inspection found the inflation port separated from the returned used unit. There were no gross damage or residual adhesive observed on the inflation tubing. Testing was performed on the three returned lot samples. The failure could be reproduced in two samples when subjected to excessive pull. Conclusion: although the reported complaint was confirmed, the exact cause of the inflation port separation could not be determined. Preventative actions (tensile testing) were implemented.